Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received the reported field events of decreased sense amplitudes and high pacing lead impedance were verified in the laboratory. A connection issue between the leads and header was found during bench testing. The device met all specifications during electrical testing.

Event description:
It was reported that during implant procedure, low sensing and high pacing lead impedance were observed. The device was replaced.